Event description:
It was reported that right hip revision surgery was performed. Pain, inability to walk and elevated metal ion levels reported. Surgical findings reportedly confirmed metal reaction, including finding pseudocapsules full of fluid, areas of osteolysis and a small fracture.

Manufacturer narrative:
It was reported that right hip revision surgery was performed due to pain, inability to walk and elevated metal ion levels. During the revision the bhr cup and bhr head were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. Review of the provided implantation report did not reveal any inconsistencies related to the surgical technique that could explain the later revision. According to the provided revision report, the patient had recently an acute onset of pain and no signs of infection. During the revision, a fluid filled pseudocapsule, signs of metallosis, osteolysis at the femur and the backside of the cup, reactive synovial tissue and a small fracture secondary osteolysis at the thin medial wall were noted. Based on the limited information, further investigation cannot be performed. A root cause could not be determined and contributing factors leading to the reported findings could not be identified. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.